Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt was revised to address aseptic loosening. It is further alleged that fluid was encountered during revision surgery.